Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. The device was unable to charge and deliver a full energy shock due to the low battery voltage and an increased cell impedance. The device was programmed to 5 joules (j) and was able to charge and deliver a 5 j shock. The observed fault code was determined to be from a charge time out. This was caused by the device remaining implanted for over nine months after declaring end of life (eol). Pacing, sensing, and shocking functions were verified per bench top testing. The device operated appropriately, according to its performance specifications.

Event description:
Boston scientific received information that this pulse generator (pg) displayed a fault code. It was discovered that the device declared a battery status of end of life (eol). The patient had not been seen for a device check since (B)(6) 2008. A routine pg changeout procedure was performed and the device was explanted. There were no adverse patient effects reported. The device was returned for reliability analysis.